Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15nov2019.

Event description:
The customer reported that the ventilator didn't alarm. There was no patient involvement.

Manufacturer narrative:
Manufacture date: 19nov2019. Report date: 20nov2019. On follow-up, the customer reported that the problem was not an alarm issue but rather a low oxygen issue. The customer confirmed the low oxygen issue. The customer replaced the oxygen source by himself. The oxygen source does not belong to philips' spare parts. The ventilator has been repaired and is back in service. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.